Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported that at night on (B)(6) 2023, when she had dinner, her dexcom reading was showing her 200 mg/dl and she took insulin. Later when the patient was in the bathroom, she lost consciousness. At an unknown point during the event, when the patient was coherent enough to perform a fingerstick the blood glucose reading was 30 mg/dl, the cgm reading kept reading it was ¿higher¿. The patient was put in her bed by her friend, who then went to bed herself. The patient was drinking orange juice and reported she was coming ¿in and out¿ of consciousness and wanted to call out to her friend to call an ambulance but was unable to do this. No other treatment than orange juice was taken. The patient woke up tired the next day and it took her a day to recover. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.